Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported via facility medwatch# 5070388 that stent fracture occurred. In (B)(6) 2016, a 2.50 x 32 synergy ii drug-eluting stent was deployed and the procedure was completed. However in (B)(6) 2017, during cardiac catheterization, it was noted that the previously deployed stent had 360 degrees fracture.